Event description:
It was observed that during the device evaluation, the subject device exhibited and excessive amount of dust present inside the video connector and an excessive amount of foreign material present inside the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.